Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a triclip procedure was performed to treat mixed tricuspid regurgitation (tr) with a grade of 4+. A triclip was successfully implanted. A triclip xt was then implanted, but a perforation of the septal leaflet was observed. It was noted that the clip was attached to both leaflets. A third triclip was then implanted, reducing the tr to a grade of 3. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation was unable to determine a cause for the reported tissue injury (perforation). Tissue injury is listed in the instructions for use as a known possible complication associated with the triclip procedures. The reported serious injury/illness/impairment was a result of case specific circumstance as no additional invention was performed.

Event description:
N/a.